Manufacturer narrative:
The t:slim user guide states that the incomplete bolus alert sounds when the user started a bolus request but did not complete the request within 90 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over the past year the customer had been experiencing high blood glucose (bg) levels (300 to over 400 mg/dl) and the a1c level had been increasing from 7-8 to 10. The customer's healthcare provider (hcp) changed the pump's basal rate with no improvement to the bg and then had the customer switch to using insulin injections as a substitute for the basal delivery. While on the shots for basal delivery, the customer's bg averaged around 169 mg/dl. The customer and hcp believed that the pump's insulin delivery was not operating as expected and was a possible cause of the high bg levels. It was also felt that the carbohydrate ratio used via the pump varied in effectiveness. Tandem customer technical support (cts) reviewed the pump's t:connect data and found that the customer had multiple incomplete bolus alerts and an altitude alarm. The customer indicated that no bolus deliveries were missed and had understood the function of the alert. No additional information was provided regarding the altitude alarm. The customer declined cts's offer to perform a system check using the current supplies to confirm the operation of the pump as the customer stated "it will show that it is working". The customer was in communication with the hcp regarding the high bg level.